Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n166422008, implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine (17.6 mg/ day), and bupivacaine (2.640 mg/day) via an implantable infusion pump. Indications for use included spinal pain. It was reported that after the patient's routine pump replacement on (B)(6) 2015, he became sick, and could taste and smell the medicine. He started getting "electrical shocks going up to his head every 30 to 40 minutes; up his spine and up to his head. The patient threw up all night and was sick and started having diarrhea. The patient stated that when they replaced the pump, "evidently they disturbed that catheter," that the catheter was leaking which caused his symptoms. The event date was reported as (B)(6) 2015. The hcp "messed patient up" by not replacing the catheter during the pump replacement when the catheter leaked. The patient went through withdrawal on (B)(6) 2015 when the patient went to the emergency room (ER) because "he was dying," and was "tasting stuff" in his mouth and was sick, throwing up, had diarrhea, was jerking, and could not stay still. The catheter was replaced on (B)(6) 2015, and the patient was discharged on (B)(6) 2015, he could not recall the date. Before the catheter was replaced, the patient was in worse shape, was jumping and jerking. No troubleshooting, cause for the leak/catheter disturbed, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.